Manufacturer narrative:
The insulin pump received with prime alarms during basic occlusion test. Unable to prime during prime test due to loose drive support disk.

Event description:
It is reported that the insulin pump received a prime alarm during priming. Customer stated that insulin was pushed out of the insulin pump. Customer stated that the drive support cap is protruding. Advised customer to disconnect from the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.